Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly at 20% battery life and became unresponsive. The customer's blood glucose level was impacted (598mg/dl). The customer addressed the high bg level with a manual injection. It was indicated that the customer would use manual injections and pens as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.